Event description:
It was reported that a pt underwent revision surgery. During the surgery, it was reported that the construct had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The explanted device was returned for evaluation. Visual examination was performed. Markings observed on the device were consistent with the reported removal technique employed by the surgeon. Otherwise, no visual abnormalities were observed. No conclusion can be drawn from the results of the examination of the returned device.